Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer displayed an error message indicating noisy telemetry with the implantable device. The programmer was able to interrogate both wireless and non-wireless devices using the rad io frequency (rf) head. It was determined at analysis that the overlay was out of specification and cursor was jumping along a specific axis. The overlay was replaced and the issue was resolved. It was noted that the stylus was missing and printer keypad was intermittent. It was also noted that the display frame was damaged. Reconfigured, reloaded, and updated software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed an error message indicating noisy telemetry with the implantable device. It was noted that, despite using two different radiofrequency (rf) heads, the same error message appeared. However, when the same two rf heads were tested with another programmer, they worked properly without any error message. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.